Event description:
Company in another country reports that the device overinfused whilst used on patient and filled with ropivacaine hydrochloride hydrate (anapain) and normal saline for a total fill volume of 88ml. The duration of infusion is reported as 88ml/20.5 hr. The minimum expected flow time was 21.38hrs. A patient control module is reported to have been used and pushed continously. There was no injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary one used infusor was received containing no solution. Upon receipt, the device was visually examined for any signs of abnormality, but none were found. A flow test was subsequently performed on the device for 19.2 hours. At the end of the flow test period, the following flow rates (ml/hr) were produced from the device: basal- calculated 1.99 normalized (2.5%) 2.04 specification range 1.75-2.25; bolus- calculated 1.95 normalized (2.5%) 2.00 specification range 1.75-2.25. A flow rates were found to be within the specification range. Additionally, the imprint on the flow restrictor was noted to be correct. Microscopic examination of the glass capillary revealed to be correct. Microscopic examination of the glass capillary revealed only one lumen was present. The o-rings were also noted to be in proper placement within the flow restrictor. Therefore, based on the evaluation findings, the device performed as expected.